Manufacturer narrative:
(B)(4).

Event description:
It was reported " the biggest problem is the tuohy that is supposed to tighten onto the pacing catheter does not get tight enough to keep the catheter in place, which allows the catheter to move with minimal effort. Blood backup into the swandom almost immediately after placement and continued after checking the tuohy was as tight as possible. Once a pressure bag was hooked up to the one patient, the entire swandom filled with fluid (it was described as looking like a long water balloon). The patient did fine until the next day; we got lucky that the catheter didn't move enough that it stopped capturing". Please see associated MDR #: 3010532612-2026-00150.